Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon inserted a 13.2mm vticmo13.2 implantable collamer lens, -16.00/+1.5/108 (sphere/cylinder/axis) in the patient's right eye (od) and the surgeon noted the lens was torn. The lens was cut to remove from the eye during the same surgery. There was no patient injury. The torn piece of the lens remained in the cartridge. The lens was not replaced with another lens.

Manufacturer narrative:
Device evaluation: the lens was returned in a liquid inside a lens case/ vial and had residue on the product. Visual inspection found the lens optic, haptic torn and the lens returned in three pieces. There was presence of residue on the lens surface. Claim# (B)(4).